Event description:
It was reported that the patient with the pacemaker with this right ventricular (rv) lead stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and a successful patient initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. A review of latitude revealed this pacemaker recorded an alert for right ventricular (rv) lead high out of range pace impedance measurements. At this time, this device remains in service and there were no adverse patient effects reported.